Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the (h4) device manufacturer date was added. The device evaluation was performed by a third-party who identified the reportable malfunctions (errors e433 and e006). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the information provided from the third-party evaluation, the cause of the e433 error was identified as a faulty generator board. The cause of the e006 error was not identified. The e006 error is triggered by an increased impedance between the electrodes which can result from an increased number of deposits of tissue on the electrodes; poor connector contact resistance from incorrect/insufficient use setup, defective connector, or cable; the instrument being in a gas bladder during activation or the measuring method. However, the specific cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hf unit "esg-400" would not turn on. There was no patient harm associated with the event. The device was evaluated, and it was found that the device had an e433 and an e006 error. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.